Event description:
A serious us spontaneous report from a female consumer. Age not provided, initials anonymized. Medical history, concomitant medications were not provided. Product use reported as dr (B)(6) custom fit orthotics. Dates of use, frequency and indication for use were not provided. The consumer reported "it broke my foot" no other info was provided.